Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and inspected. A photo was also provided in the complaint file of the distal tip of the device with the broken white sleeve and fragment captured. The complaint can be confirmed. By visual inspection of the complaint device, it was observed that a fragment of the white sleeve was broken off, which associates the photo provided in the complaint file to the received device. It was indicated by the mitek sales representative that the patient had a noticeably enlarged fat pad upon entry into the joint space. It is possible that this patient anatomical factor could have contributed to excessive pressure being placed on the white plastic sleeve upon insertion into the joint space, therefore causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Date of report and date received by manufacturer : these dates were inadvertently reported as 2/12/2019. Correct date is 2/11/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via cst that during a knee arthroscopy with meniscal repair procedure the truespan meniscal repair peek 12 degree was inserted using a skid and the white sleeve tore and disconnected from the device. The sales rep stated that the sleeve got caught in the patient's soft tissue when the breakage occurred. The fragment of the white sleeve was removed from the meniscus. The case was completed successfully with no patient harm, but a one minute delay to retrieve the fragment. The sales rep stated that no additional intervention was necessary. The device is being returned for evaluation. Additional information provided by the sales rep reported that the broken fragment of the device was removed by flushing the area with water. It was also reported that the device did not penetrate the meniscus. The sales rep reported that an enlarged fat cap most likely contributed to the breakage of the device .